Manufacturer narrative:
Device received with no button response at act button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm unexpected restart error test and unable to perform any tests due to button unresponsive. Device received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a button error and unexpected restart alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. No unexpected restart troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.